Event description:
The user facility in the (B)(6) reported an error message appearing on the stellaris unit during surgery. Usm01 error, the ultrasound module was not detected in the system. The patient was transferred to another hospital for the surgery to be completed.

Manufacturer narrative:
The field service technician on site started system check when usm01 error was displayed. The ultrasound module was replaced to eliminate error. An electrical safety test was performed, along with the main lead checked and secured. Final checks all within specification. Testing of the module found the main board was faulty, and the module was not rohs compliant. Field service records were reviewed, preventative maintenance was performed (B)(6) 2022 with no anomalies found. The device history was reviewed and found to meet manufacturing specification. This investigation ongoing.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.